Event description:
On 02 january 2025,senseonics was made aware of an incident where user received a glucose suspend alert which led to early sensor removal.the sensor was inserted on (B)(6) 2024.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The user started receiving glucose suspend alert on 23 december 2014, day 3 after insertion. The RMA was authorized for the return of sensor for further investigation.the sensor was returned and tested in-house, and the review of investigation analysis did not reveal any malfunction of the sensor.a review of the raw sensor data showed depressed signal and reference channels. The glucose suspend alert was triggered when blue norm went below the 0.59 threshold value. The potential root cause for this may be related to an issue with the in vivo state of the sensor hydrogel, such as the hydrogel interface being interfered with coagulated blood at the insertion site from the implant procedure.as part of resolution, the RMA was authorized for sensor replacement. B4.date of this report 01 april 2025g3.date received by the manufacturer? 01 april 2025h3. Device evaluated by manufacturer?yesh6. Medical device problem code updated to 3005h6. Type of investigation updated to 10h6. Investigation findings updated to 3224h6. Investigation conclusions updated to 4310